Manufacturer narrative:
Other applicable components are: product ID: 3888-56, lot# v164540, implanted: (B)(6) 2008, product type: lead. Product ID: 377760, lot# n0029961, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the lead on top of head wasn¿t working per the patient. The rep reported that there was impedance greater than 10,000 ohms on 4-7. Impedances were normal on 0-3 and 8-15. It was unknown as to what troubleshooting was done, as the rep had to go. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the lead set-up on the clinician programmer was wrong. The patient had one eight electrode lead and one four electrode lead but the clinician programmer showed two four electrode leads and one eight electrode lead. It was noted that both the implanted leads had impedances that were in range. When the four electrode lead was turned up to 10.2 volts it could barely be felt. The four electrode lead should be on top of the patient¿s head but was felt in the back of their neck which was why she believed the lead had moved. The cause of the high impedance and lead not working was determined and resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.